Manufacturer narrative:
(B)(4). The device evaluation has begun, but has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain: multiple cycles advanced to fill when slow/no flow occurred. A review of the previous service record shows the device passed all required tests and calibrations prior to its release. No issues were identified that may have contributed to the issues of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During an evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) event was found in the therapy logs that occurred on (B)(6) 2011 during cycle 4. The drain volume was 3413 milliliters (ml). No additional information is available.